Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine drug (1 mg/ml at 0.1999 mg/day) via an implantable pump. It was reported that the date of pump implant was unknown. The patient went to the clinic for an increase in doses because they experienced pain. The patient experienced less than 50% therapy relief. When interrogating the pump, the service code 99 was seen regarding the pump having been stopped for 407 hours and 26 minutes. Service code 100 was also seen regarding the pump having been currently stalled. As per the pump activity logs, the following occurred: on (B)(6) 2026 10:17 am - critical alarm, pump motor stall, on (B)(6) 2026 10:53 am -pump motor stall recovery, on (B)(6) 2026 4:30 pm - critical alarm, pump motor stall, on (B)(6) 2026 5:50 pm - pump motor stall recovery, on (B)(6) 2026 12:55 pm - critical alarm, pump motor stall, and on (B)(6) 2026 12:55 pm -critical alarm, stopped pump duration exceeded 48 hours. As of on (B)(6) 2026 the pump had been stopped (stalled) for 408 hours and 32 minutes. Regarding factors that may have led or contributed to the event, it was indicated that the patient did not undergo any magnetic resonance imaging (MRI) examinations. Actions taken resolve the issue included the pump having been interrogated, and they waited 20 minutes to see if the record confirmed that the rotor movement was recovered. No further intervention or actions were taken. The issue was not resolved as of on (B)(6) 2026. The pump remained implanted. The patient's age at the time of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The cause of the intermittent motor stalls was not determined, and no atypical behavior had been identified. No additional actions have been performed as of (B)(6) 2026. The patient was currently being monitored by the physician. Regarding if the motor stalls and less than 50% therapy relief were resolved, it was indicated that at this time there was not enough information to confirm resolution. The patient was discharged and they were awaiting the next medical appointment to assess pain relief and overall management. The pump remains implanted and in service. If replacement is required, the device will be discarded as it cannot be returned due to mexican regulations. Additional information is to be obtained at the next medical appointment in which they also plan to scan the pump to verify whether the pump continued functioning or stalled again as well as evaluating pain control. Further updates are to be provided once this information becomes available.